Event description:
A (B)(6) male pt's electrode belt was returned for an unrelated issue. During servicing of the electrode belt, a reportable event was discovered. The electrode belt trunk cable connector pins were bent. The pt did not require a replacement belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (bent pins) has been confirmed. Upon eval, the pins in the electrode belt trunk cable connector were bent. The cause for the bent pins cannot positively identified but was likely due to removing the electrode belt connector at an angle. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.